Event description:
It was reported that a lead integrity alert (lia) was triggered due to a number of short interval counts (sic) and variation in impedance on the right ventricular (rv) lead. There was also some t-wave oversensing (twos) noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert were met, the impedance trend on the rv pacing lead was variable, oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated rv oversensing. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and ventricular- short interval counts (sic). Rv pace impedance varies over previous 5 weeks, triggering lead integrity alert (lia). Stored episode egms show potential noise/oversensing on (B)(6) 2015. T-wave oversensing (twos) evident on stored egm episode (B)(6) 2015. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).